Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date cannot be identified because the storage period of the device history record (DHR) has expired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that noise appeared on the image because the charged coupled device (ccd) and the cable was broken due to internal water immersion. Since leak test passed, the cause of water immersion could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image jerkiness/ noise. There was no report of patient or user injury due to the event.

Manufacturer narrative:
E1: (B)(6) medical center public interest incorporated foundation. During device evaluation, the reported issue (image jerkiness/ noise) was confirmed. It was observed that the image was distorted. In addition, service found that there was water invasion in the device, the scope mount operation was heavy, the cable was buckled, and the camera cable was flooded. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.